Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer was experiencing high blood glucose for the past week. It was stated that the customer's most recent glucose reading was 325 mg/dl, and the customer was treated with a manual injection. Troubleshooting was performed. The programming, time, and date on the insulin pump was correct. Ran a fixed prime test and the test passed. It was stated that the customer had bent cannulas. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.